Event description:
It was reported that the procedure was to treat a lesion in the left common iliac artery with calcification. The 10x39mm omnilink balloon expanded stent (bes) was advanced to the target lesion with resistance due to the calcified lesion. The balloon was inflated, and upon deployment, the stent jumped off the delivery system into the aorta. Therefore, a small unspecified balloon was used to pull the stent back into the common iliac artery. The stent was able to be implanted partially in the target lesion and partially in healthy tissue. Another omnilink stent was implanted to cover the remainder of the target lesion. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No addition information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issues appears to be related to operational context. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.